Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer's blood glucose (bg) level. The customer continued to use the pump for insulin therapy.